Event description:
It was reported that the patient presented with inflation issues. The urologist examined the patient while he was asleep, inflating and deflating the device. The bulb pump stayed flat. A revision surgery was performed to replace the pump. There were no patient complications in relation to this event.